Event description:
It was reported that the patient "heard a single beep every 2 minutes from 3-6:00 on (B)(6)". The physician checked the pump and told the patient her pump was fine. Patient asymptomatic. It was then noted that the patient experienced withdrawal with the following symptoms: "almost fell asleep at every bus stop on friday", fever and itching. Per the reporter, the physician told the patient over the phone to go to the ER, that it was not her pump. It was noted: "I'm over withdrawal now and am on oral baclofen." It was possible the event occurred after another medical procedure interference. Per the reporter, the physician "ordered patient to use bioness over patient's leg on thursday." The patient also used a "contour belt abdominal stimulator." The patient was on the way to see her physician and was bringing the contour belt with her. The pump contained baclofen. Per the physician, it was reported that the patient experienced an underdose with withdrawal symptoms over the weekend. There were no pump alarms. In regards to volume discrepancy, the volumes measured equally. The event logs were normal; the pump was last updated on (B)(6) 2010. No diagnostic studies had been performed. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).